Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced difficult to remove and malposition of device. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Of the three patients, all were female, all patients age ranged between 26-70 years and all three weighs in the range between 145 - 262 lbs.

Manufacturer narrative:
H10: of the reported four malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80547. H10: of the reported three malfunctions, lot numbers were provided for two malfunctions and the lot history review were performed. The product catalog number of one malfunction was updated as rf320j. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all three malfunctions. Therefore, for one malfunction the investigation is confirmed for the reported filter tilt and retrieval difficulties, for another malfunction the investigation is confirmed for filter tilt and inconclusive for retrieval difficulties and for the remaining one malfunction the investigation is confirmed for retrieval difficulties and inconclusive for filter tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3, h11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the product catalog number of two malfunctions were updated to rf320j and unknown g2. H10: of the 4 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 4 devices, 3 malfunctions provided medical records. Of the 4 malfunctions, the investigation is confirmed filter tilt and retrieval difficulties for one malfunction. For one malfunction, the investigation is inconclusive for filter tilt and retrieval difficulties. For one malfunction, the investigation can be confirmed for filter tilt. However, the investigation is inconclusive for retrieval difficulties. For remaining one malfunction, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model rf310f vena cava filter experienced difficult to remove and malposition of device. These reports were received from various sources. Of the four events, all involved patients with no reported patient injury. Three female patients were ranged from 26 - 70 years of age. One patient weight 119kgs and weight two patient weight range from 145 to 148lbs. The age, weight and gender of the fourth patient were not provided.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model rf310f g2 filter experienced both difficult to remove and malposition of device. These reports were received from various sources. Of the four events, all involved patients with no reported patient injury. In three instances, age, sex, and weight of the patient was not reported. In the fourth, the patient was a (B)(6)-year-old female weighing (B)(6) lbs. The rf310f g2 filters were not returned, limiting investigation.